Event description:
A review of device field return failures by the failure analysis lab identified a possible emerging failure mode. There have been a number of failures of an ic chip, designator u8, on the user interface pcb assembly. The description of the preliminary failure analysis indicates a sensitivity to heat that could result in distortion of the device display and a failure of the device to power up properly.

Manufacturer narrative:
Physio-control is continuing to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided.